Event description:
It was reported that the patient stated that he is not able to bend this tactra malleable penile prosthesis to a flaccid state, resulting in a permanent partial erection and in discomfort when bending over. In addition, it was noted that the healing process of the surgery has been slow due to patient's diabetes. Several months later, the patient informed that urine splashes occur during voiding. A cystoscopy and ultrasound were performed, ruling out any concerns; however, the patient is seeking a second opinion. No additional information was reported.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes.

Event description:
It was reported that the patient stated that he is not able to bend this tactra malleable penile prosthesis to a flaccid state, resulting in a permanent partial erection and in discomfort when bending over. In addition, it was noted that the healing process of the surgery has been slow due to patient's diabetes. Several months later, the patient informed that urine splashes occur during voiding. A cystoscopy and ultrasound were performed, ruling out any concerns; however, the patient is seeking a second opinion. No additional information was reported.